Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history that there is no unexpected alarms/suspends and found multiple bolus deliveries on the event date (B)(6) 2021 at 06:18:17 bolus delivered of 10 units, 11:15:21 bolus delivered of 10 units, 12:20:21 bolus delivered of 10 units, 17:04:13 bolus delivered of 10 units and 18:33:37 bolus delivered of 10 units. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within specific range during testing (24.1 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay during the visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black on aug 12, 2021, the customer alleged was hospitalized for low bg and insulin pump over delivery. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the insulin pump history that there is no unexpected alarms/suspends and found multiple bolus deliveries on the event date 08/12/2021 at 06:18:17 bolus delivered of (B)(4), 11:15:21 bolus delivered of (B)(4), 12:20:21 bolus delivered of (B)(4), 17:04:13 bolus delivered of (B)(4) and 18:33:37 bolus delivered of (B)(4). Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (24.1 millivolt). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Insulin pump received with serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay during the visual inspection. In summary, insulin pump passed all required testing. Unable to verify customer alleged for low blood glucose. Customer alleged for the insulin pump over delivery was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched by the emergency medical services and were hospitalized due to low blood glucose level on (B)(6) 2021 with blood glucose level was 19 mg/dl. Customer experienced symptoms such as seizures. Customer was treated with (B)(6) and intravenous drip glucagon. Customer stated that they were giving a bolus for dinner and it was too much. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode feature at the time of low blood glucose event. The insulin pump and reservoir will not be returned for analysis.

Event description:
Customer's parent reported that the customer had multiple incidents of seizure due to low blood glucose that resulted in emergency medical assistance and hospitalization. Customer was hospitalized on (B)(6) 2021. Customer's parent does not recall the details of the adverse event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.